Event description:
Boston scientific received information that this right atrial lead was dislodged. A lead revision was attempted but unsuccessful. This ra lead is not in service. No adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer conductor coil. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. In summary, cuttings in the insulation and deformations of the outer conductor coil were observed, which resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.